Event description:
Approximately 2.5hrs. Into routine hemodialysis treatment, the blood line was found to be kinked in the blood pump. Blood sample drawn and spun. Light pink color to serum, md notified. At end of treatment pt complained of abdominal pain and nausea. They were sent to hosp ER for evaluation via ambulance. Pt was treated and released from ER. Labs drawn.